Manufacturer narrative:
On 12-aug-2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein foreign material, described as a ¿plastic¿ was found on the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small felt sticky and was not moving correctly. When the vizigo was removed and had plastic at the putter ring and it was not smooth per the physician. The carto 3 system is operating per specs and is not responsible for the product issue. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned vizigo sheath. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein foreign material, described as a ¿plastic¿ was found on the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small felt sticky and was not moving correctly. When the vizigo was removed and had plastic at the putter ring and it was not smooth per the physician. The carto 3 system is operating per specs and is not responsible for the product issue.